Event description:
It was reported that a patient complained of rubbing and grinding in their arm and the doctor said it would get better. The patient says that their condition has gotten worse. The patient cannot use their arm and/or raise it above their head. Patient wants their arm fixed and is seeking compensation. "Equipment" has come apart in patient's arm. Patient might need a revision. CT scan is scheduled to determine if there is enough bone for a revision. Patient cannot work and is on disability.

Manufacturer narrative:
Please note the corrections made to d4 lot#, h6 device code: the reported event could be not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Due to the lack of evidence and further information it was not possible to determine the root cause of the reported event. The batch record and the raw material certificate could not be reviewed because the lot # communicated by the customer is non-existent. Furthermore, there is no lot # similar to "vd5whh" related to the catalog # 5573-c-3202. It was concluded that a mistake was most probably made by the customer, who communicated a wrong information. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the correct lot number could not be identified. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a patient complained of rubbing and grinding in their arm and the doctor said it would get better. The patient says that their condition has gotten worse. The patient cannot use their arm and/or raise it above their head. Patient wants their arm fixed and is seeking compensation. "Equipment" has come apart in patient's arm. Patient might need a revision. CT scan is scheduled to determine if there is enough bone for a revision. Patient cannot work and is on disability.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. H3 other text : device remains implanted in the patient.